Event description:
It was reported the patient's ipg was unable to communicate with his charger. A replacement charger was unable to resolve the issue. It was reported the programmer was able to establish communication without issue. The patient's ipg was explanted and replaced with a smaller model. It was reported stimulation and effective coverage were restored as a result of the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.